Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Display not reading properly. Lcd damaged" a segment is missing. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. When powered on, an led segment on the led digits display does not illuminate. The device was able to obtain readings; however, the readings were unclear due to the missing segment. Internal inspection showed the failed led segment has an open circuit across two nodes, preventing the display from illuminating the missing led segment. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.